Manufacturer narrative:
Follow-up #1: date of submission 05/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/28/2016 with the following findings: review of the alarm history revealed a replace cartridge alarm on (B)(6) 2016 at 13:55; the next prime was recorded on (B)(6) 2016 at 10:50. The black box data contained a record of an unexplained power on reset event on (B)(6) 2016 at 23:34. Insulin delivery was resumed on (B)(6) 2016 at 08:23. The basal history indicated the time/date were manually manipulated on (B)(6) 2016 causing the total daily dose history to appear inaccurate and to show two records for those dates. On investigation, the pump was exercised for 24 hours on a 2.0 unit/hour basal rate. After 24 hours, the basal history correctly showed 2.0 units and the total daily dose showed 48.0 u. The total daily doses added up correctly to reflect the user¿s programmed basal rates. The pump passed delivery accuracy testing with no delivery defects. The pump was found to be delivering accurately within required range. No delivery interruptions, errors, warnings or alarms occurred during the investigation. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was found to be cracked below the bumper pad and the display screen had missing lines of pixels. (B)(4).

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 506 mg/dl with symptoms suggestive of hyperglycemia of large urinary ketones, shortness of breath, dizziness, polyuria, polydipsia and extreme drowsiness. The patient reportedly presented to the (B)(6) hospital emergency room for treatment on (B)(6) 2016 where unspecified treatment was administered to the patient. The reporter alleged an inaccurate delivery issue with the insulin pump beginning (B)(6) 2016; the basal delivery totals in the totals daily dose do not match the active basal program total without a known cause for the variation. Troubleshooting by animas customer support confirmed that the basal history matched the active basal program settings. This complaint is being reported because the patient allegedly experienced a serious injury requiring medical treatment while on insulin pump therapy resulting from an alleged issue with the delivery function of the pump.